Event description:
During a cryo af ablation procedure, the sheath broke off inside the patient. The femoral sheath introducer came apart at the hub with the entire sheath shaft staying at the right femoral vein access site, making it difficult to control blood loss with the sheath in the site. The remainder of the sheath was successfully removed without surgical cut-down required, under the supervision of a vascular surgeon. A new sheath was inserted and the case was completed without complication. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.